Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that there were vacuum issues during a vitrectomy while using the vitreotome. The surgery was completed without any patient harm. No system message displayed.

Manufacturer narrative:
The customer reported experiencing issues with the vitrectomy vacuum on the system. The company service representative examined the system but was unable to replicate any issue related to the reported event. The system was then tested and met all product specifications. The system was manufactured on november 30, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that there were vacuum issues during a vitrectomy while using the vitreotome. The surgery was completed without any patient harm. No system message displayed. Additional information has been requested and received.